Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing display window cover and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well on (B)(6) 2020 with blood glucose level was 900 mg/dl at the time of incident and was 900 mg/dl to 1000 mg/dl at the time of hospitalization. Customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing and is about to go to coma. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was not on. Customer was treated with intravenous insulin for high blood glucose event. Customer reports they have contacted their healthcare professional regarding the high blood glucose event. Customer was unable to complete carelink upload. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.